Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed-up with initial reporter and obtained following additional information : the customer was unaware if fragment(s) from reported 8mm large needle driver instrument fell into patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications. No post-operative tests were conducted to check for remaining fragments.

Event description:
Refer to h11 for follow-up information.